Manufacturer narrative:
The reported reader has been returned and investigated with good known test strips. Visually inspected the reader and no issues were observed. Control solution testing has been performed and all results were within range specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A valid lot or serial number was not provided for the strips. Clinical and stability data was reviewed for precision strips and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and precision strips, no trends were identified that would indicate any product related issues. DHR for the libre reader were reviewed and the DHR showed the libre reader passed all tests prior to release. Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the reader and no issues were observed. Control solution testing was performed and no issues were performed. All results were within range specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.this also serves as a correction report.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A valid lot number was not provided for the strips. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. Clinical and stability data was reviewed for precision strips and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and product line. No trends were identified that would indicate any product related issues. DHR for the libre reader were reviewed and the DHR showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.